Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e601 analyzer. The patient's initial hcgb result was 0.100 miu/ml accompanied by a data flag and it was reported outside the laboratory. The patient's sample was repeated and the result was 614.2 miu/ml. The repeat result was then reported outside the laboratory. The customer was asked if the patient was adversely affected, but no information was provided. The hcgb reagent lot number was 171601. The expiration date was requested, but not provided.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided by the customer. The calibration and quality control results were within specifications. There was no obvious reagent issue. It was noted the sample tube was not inverted. It was noted the customer was not following the tube manufacturer's centrifugation or clotting specifications. It was noted the customer was not using the recommended rack adaptors.